Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, upon interrogation the device exhibited - elective replacement indicator - which was 15 months early. At follow up 1 year ago the device longevity was 2 yrs, there was no change to programming at that time to explain reason. The patient is intermittently dependent when rate is temporarily at 45 beats per min. During the explant procedure there were short episodes of asystole. The physician performed explant and replacement quickly and successfully. The patient suffered no ill effects.